Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had a broken thumb press device. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 7086616. Customer states that they removed the cap, the thumb press was removed too. The returned syringe was examined and exhibited a crushed plunger cap and broken thumb press on the plunge rod. A review of the device history record was completed for batch # 7086616 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause: the syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had a broken thumb press device. No serious injury or medical intervention was reported.